Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the atherectomy rotalink burr catheter. The handshake connection, sheath, burr, and coil were microscopically and visually examined. Inspection of the device revealed that the coil was kinked, stretched, and broken at the distal end of the coil. The burr was not returned for analysis. It was considered likely that the device was unable to cross the lesion due to this damage, or after this damage occurred. Product analysis confirmed the reported event, as the coil was kinked, stretched, and broken at the distal end of the coil. It was considered likely that the device was unable to cross the lesion due to this damage, or after this damage occurred. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 25apr2023. It was reported that the device could not cross the lesion. The 60mmx2.5mm, 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.00mm rotalink burr was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the device was broken at the distal end of the coil.